Event description:
It was reported to medtronic minimed that the customer received battery failed alarm and pump error 53(software error detected). The customer was also reported battery cap contacts damage and a crack on pump from top of battery insertion area all the way down the back of the pump exterior. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for battery failed alarm, a replacement battery cap will be provided to the customer. Troubleshooting was performed for pump error alarm. Customer was able to clear the error and complete rewind process. Troubleshooting was performed for cosmetic damage. Customer was advised to discontinue use of the device and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received without original battery cap. The pump passed the displacement test, sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment. No failed battery test alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed pump error 53 alarm (file #: 9464, line #: 8192, esf #: 3470387) on the event date of 02/25/2025 at 00:12:31.000 due to a possible hardware failure, problem isolated to the electronic assembly. Pump alarmed 14 failed batt test alarms on the event date of 02/25/2025 at 00:12:34.000 to 00:27:16.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, battery tube threads - cracked, scratched case, stained keypad overlay, pillowing keypad overlay, label damage, cracked case (battery tube), and cracked case-corner of belt clip rails. Failed battery test was not confirmed during testing. Unable to verify customer's complaint for battery cap contact missing/damaged. Cosmetic damage was confirmed at the battery compartment. Pump error 53 (file #: 9464, line #: 8192, esf #: 3470387) was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.